Event description:
N/a.

Manufacturer narrative:
Summarized patient outcomes/complications of trifecta valve were reported in a research article in a subject population with multiple co-morbidities including dyslipidemia, carotid artery disease, and severe mitral annular calcification. Complications reported included surgical intervention (valve-in-valve), hospitalization, aortic stenosis, aortic regurgitation; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: valve-in-valve tavr in patients with failed trifecta bioprosthetic aortic valves.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "valve-in-valve tavr in patients with failed trifecta bioprosthetic aortic valves", was reviewed. The article presented a retrospective, single center study on the short-term outcomes of valve-in-valve (viv) transcatheter aortic valve replacement (tavr) in failed trifecta bioprostheses, comparing aortic stenosis (as) and aortic regurgitation (ar) failure modes and identifying predictive factors for each type of valve failure. Devices included in the study were solely trifecta. The article concluded that this study highlighted the importance of understanding the underlying mechanisms of valve failure to optimize patient management post-viv tavr. While acute failures like leaflet tears or stent post-dehiscence are clinically apparent, subtle processes require proactive surveillance for markers of dysfunction, such as increasing gradients, progressive leaflet calcification, or fibrofatty pannus development. [The primary and corresponding author was samir kapadia, robert and suzanne tomsich department of cardiovascular medicine, sydell and arnold miller family heart and vascular institute, cleveland clinic 9500 euclid ave, desk j2-3, cleveland, oh 44195, with corresponding email kapadis@ccf.org] the time frame of the study was from 01 january 2013 to 07 july 2023. A total of 78 patients were included in the study, of which all received an abbott device. The average age was 73 years and the majority gender was male. Comorbidities included dyslipidemia, carotid artery disease, and severe mitral annular calcification.